Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) was undersensing. No changes or interventions were reported. There were no patient consequences.